Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, heart failure and kidney infections. There was no medical intervention required by the patient. The harm reported is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. Of note, the patient also reported he "has heart failure and he has been in the hospital for kidney infections." Although it is unclear if this is a harm alleged against the device vs. Reported past medical history as part of the device replacement prioritization program. Additionally, even if the harms were allegations against the device heart failure and kidney infections are unrelated to the device. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, heart failure and kidney infections. The patient was hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.